Event description:
It was reported that during a surgical procedure at the user facility, the cap was broken off from the attachment. The piece did not fall into the surgical site. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for device coming apart was confirmed by the technician through visual inspection. The drill head was damaged and the pin holding the head extension onto the device was damage.

Event description:
It was reported that during a surgical procedure at the user facility, the cap was broken off from the attachment. The piece did not fall into the surgical site. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.